Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, product type: accessory. Product ID: 3550-68, serial# unknown, product type: screening device. Product ID: 37022, serial# unknown, product type: external neurostimulator. Analysis of the lead (lot# va0q888) found no anomaly.

Event description:
Information was received from a company representative and health care professional (hcp) regarding a patient. It was reported that at implant the impedances were high. The lead was tested using a clinician programmer with an external neurostimulator (ens) and twist lock screening cable. Most of the bipolar electrode combinations were greater than 4,000 ohms, so a different lead was implanted. The replacement lead tested with normal impedances readings. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.